Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 65-year-old female patient underwent a port placement procedure using the powerport slim. Post the procedure on (B)(6) 2026, during infusion of treatment via the centrally implanted catheter (cic), following insertion of a huber cannula, there was no venous blood return and no flow of solution through the infusion line. A contrast study performed in the imaging suite revealed an obstruction at the distal catheter tip, with a fibrinous sleeve noted in its caudal portion within the lower third of the superior vena cava, extending approximately 33 mm in length. Additionally, bifocal leakage was identified along the subclavian course and within the upper third of the superior vena cava and presence of bifocal extravasation of iodinated contrast medium outside the central venous catheter. Additionally, there was a problem with infusion. The explantation is scheduled for may 4 at another facility. The current status of the patient is unknown.